Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 one 6.5x12 mm rx herculink elite stent was implanted in the proximal celiac trunk. On (B)(6) 2023 the patient was hospitalized with restenosis in the celiac trunk study lesion. Revascularization of the study lesion was performed on (B)(6) 2023. The condition resolved on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of stenosis and pain are listed in the rx herculink elite peripheral stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects of pain and stenosis, and the relationship to the product, if any, cannot be determined; however, the reported treatment of unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was re-admitted to the hospital with stomach pain. Restenosis was found via ultrasound, then via angiogram. Angioplasty with a stent was performed on (B)(6) 2023. No additional information was provided.